Event description:
A report was received from the physician who was reviewing a case in regards to a lawsuit against the va hospital. He stated that the patient had experienced hoarseness and 5 second bradycardic episodes that appeared to be associated with stimulation as seen on a halter monitor. The patient then had his stimulator removed in (B)(6) 2011 due to the bradycardia and because the patient needed to have an MRI. Attempts for further information have been unsuccessful to date.

Event description:
Attempts for the return of the explanted vns lead and generator have been made however the implant hospital stated that they are not sure what would have happened to the explants as the physician is no longer at their hospital.